Event description:
It was reported that pump did not power on after being connected to a wall outlet with a usb cable, and no red flashing light appeared around awake button despite attempts with another cable and outlet. There was no reported impact to the customer¿s blood glucose level. Customer planned to return device and received replacement pump, and no additional information was received regarding the outcome of the event.